Event description:
Same case as MFR report: 2134265-2010-03655. (B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient's angina worsened. In (B)(6) 2008 two taxus express2 stents were placed in the mid lad (left anterior descending). At the time of the two year study follow up in (B)(6) 2010 the patient's angina had worsened.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).